Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the initial access and insufflation on a diagnostic laparoscopy, the seal of the device was damaged and the blue rubber valve fell into the patient's cavity. The valve was retrieved from the patient's cavity with the use of graspers through the other port. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one versaone blunt trocar w/ threaded anchor 12mm standard. Additionally a photograph of the device was also received. The visual inspection of the returned photo noted: the image is blurry and depicts the top of the trocar with the circular and duckbill seal in view. The visual inspection of the returned product noted: the obturator was received inserted into the cannula. Prolonged insertion can cause the duckbill and circular seals to become stretched. The obturator was removed and the circular seal and duckbill seal were stretched out. The trocar, cannula and threaded anchor appeared intact. A functional evaluation found that the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.